Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Sensor was inserted into the thigh. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(6) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the thigh. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).